Event description:
It was reported that during a laparoscopic colon resection, there were no staples present and the proximal end distal portion were not anastomosed and both ends open. The "donuts" were checked and completed. Used a new device to complete the colo-rectal anastomoses. Patient is fine and discharged from hospital.